Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic received four devices, of those devices, three of them were used by the account and one was representative samples. Visual inspection of opened samples: the opened samples noted three needles. Needles a and b were received broken at the needle tip. Needle a was returned with the disengaged tip and needle b was returned without the needle tip. Needle b was bent two thirds of the needle length from the swage. Upon microscopic inspection, instrument marks were observed near the break and bend sites. Visual inspection of needle c noted no damage or abnormalities. Microscopic inspection of needle c noted normal crimp and swage marks. A tactile and microscopic inspection of the sealed samples sutures was performed with no abnormalities. It was reported that the needle broke on all three devices. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of needle was bent. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy, when suturing the intestinal tract, when creating an anastomosis, the needle broke on all three device. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: gsj-63-m sofsilk* 3/0 blk v20dt5x45cmx24 (lot#: d1l3140y); gsj-63-m sofsilk* 3/0 blk v20dt5x45cmx24 (lot#: d1l3140y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.